Event description:
Patient had reaction to dermabond used to close surgical incision sites on abdomen. Presented to emergency department with acute onset full body urticaria with onset 10 days after surgery but no rash or reaction around the incisions (dermabond). Pcp plans on allergist referral and prescribed pepcid and zyrtec. Reported along with three other reactions to dermabond.